Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The device data from the clinical portal shows a period of prolonged hyperglycemia beginning on (B)(6) 2024 through the morning of the reported event ((B)(6) 2024). The logs show several cgm alerts throughout the event indicating that the dexcom g7 sensor grace period had expired, and the sensor was due to expire. Additionally, insulin dosing was stopped for an hour the morning of the event due to the cartridge being empty. The cgm, infusion site and insulin cartridge were all changed at 8:34am on (B)(6) 2024. Shortly after the supply change and resumption of insulin dosing, the cgm glucose began to trend downward. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. The high glucose alert had been turned off on the evening of (B)(6) 2024. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. The primary cause of the event was likely due to a failed infusion site given the prolonged period hyperglycemia despite the ilet dosing insulin appropriately in response to the cgm glucose values. This is further supported by the cgm glucose decreasing shortly after the insulin infusion site was changed. The high glucose alert being turned "off" as well as failure to follow the recommendations for hyperglycemia management and change out the infusion set sooner, prolonged the hyperglycemia and increased the severity of the event.

Event description:
On 7/17/24 a beta bionics territory business manager (tbm) was made aware by an ilet user's healthcare provider (hcp) that the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The hcp reported on the morning of (B)(6) 2024, the user woke up vomiting and found the pump had no insulin left. The user disconnected the pump and administered 16 units of rapid-acting insulin via injection before going to the ER. On (B)(6) 2024 a beta bionics customer care agent followed up with the user's mother about the event. The user's mother reported that the user had been experiencing high bg levels throughout the day. The user woke up vomiting around 11 am and decided to disconnect the ilet and administer 16 units of rapid-acting insulin via injection. Following the doctor's advice, the user went to the ER, where they received anti-nausea medication and IV electrolytes. The user spent 7 hours in the hospital but was not admitted. The user's mother was unsure if a bent infusion set cannula was present when disconnecting the pump. The agent educated the mother on the importance of checking for a bent cannula. The mother appreciated this information. The user has reconnected to the ilet and is doing well.